Manufacturer narrative:
Section g4: initially reported as 13-dec-2019 and the correct date should be 12-dec-2019.

Manufacturer narrative:
One unsealed package sample was received for investigation. A complete investigation was performed. The sample was received with a yellow insulin lispro 100 units/ml tag adhered to the syringe near the syringe barrel finger flange and the plunger rod and rubber tip was extended inside the syringe barrel. The visual inspection according to the quality inspection standard was conducted. The syringe was missing the ¿0¿ of the numeral ¿20¿ and all graduation lines and printing below the numeral ¿20¿ was identified on the syringe sample. The safety shield was extended for evaluation of the cannula. The cannula was bent over between the syringe barrel trident and the safety collar. The device history record was reviewed, and the shop orders indicate that product and specification requirements were met with no non-conforming product identified relating to this customer report. There is a potential for the condition of a bent needle to occur when the cannula is introduced to the needle assembly, if it is placed at an angle or catches on something throughout the epoxy sealing of the needle placement causing the needle to become off-center, the sheath could potentially bend the needle over as it is being applied to the assembly. The most probable root cause for the missing barrel print is attributed to further handling and/or use of the syringe. This is not deemed to be a manufacturing-related defect. When taking into consideration all inspection results noted throughout the manufacture of the lot, the overall lot would be accepted to be manufactured per established quality specifications. These conditions will be communicated to the appropriate manufacturing and quality assurance personnel to heighten awareness of the conditions found and reported.

Event description:
The investigation findings determined that the syringe was missing graduation lines.